Event description:
Consumer called to report accuracy issues with her meter. Analysis run on consensus error grid using mean reading (288) as a reference point vs. Bd readings (77, 500) yielded some data points in the c range of the grid, outside acceptable limits.